Event description:
It was reported that during a nephrectomy procedure, the tip of the device broke off into the patient. The tip was retrieved during the case. Another device was opened and malfunctioned. This device was never used inside of the patient. There were no patient consequences. Case completed with a third device of the same product code. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.